Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. A microscopic inspection was performed to identify any issues that could have caused the rupture and no signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) large volume intermates ruptured. The bladder ruptures occurred during filling of the devices with cilastatin / imipenem and prior to patient use. There was no patient involvement. No additional information was available.